Event description:
Per the clinic, a post-operative wound infection had developed at the implant site, exposing the receiver/stimulator. The patient was treated with oral antibiotics (date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.